Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a low battery indicator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a low battery indicator. There was no patient involvement, and no adverse event reported.